Manufacturer narrative:
The company rep examined the system, confirmed the system message in the system event log, however, was unable to duplicate the reported event. The company rep replaced the fluidics module, then tested the system and found it met all product specifications. The replaced fluidics module was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 04/07/2011. (B)(4).

Event description:
A hospital risk manager reported that during surgery, a system message was displayed and they experienced decreased irrigation, increased vacuum, and a retinal detachment may have occurred as a result. Additional info received indicates that retinal detachment is not suspected, but that there was possible zonular dehiscence from tissue and iris capture. Additional info has been requested.